Manufacturer narrative:
The returned device was evaluated. During evaluation a crack to inside of the lens was found, however there was no fluid present. The display image is normal. No product performance issue identified, based on the investigation above, the customer complaint could not be duplicated.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported there was a display failure. It was noted there was fluid inside the display. There is no report of any patient impact or consequence as a result of the issue.